Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The packaging was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon resection, when the instrument box was opened, just the device and reload were in the box. There was no tyvek or sterile packaging. Second device was opened and the case was completed with no patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.